Event description:
The customer reported, "in the middle of case the unit stopped fluoroing." This was attributed to no video signal output on the camera as indicated by the fe. This system failed to display an image and therefore is a reportable event. There was no pt injury or death reported.

Manufacturer narrative:
The customer canceled the service call.